Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 24 mg/dl with unsteadiness when standing and walking, severe dizziness, confusion and clammy skin associated with an inadvertent infusion issue. It was reported that the patient was already in the hospital for unrelated reasons when the cartridge was filled with approximately 70 units at 10:00pm on (B)(6) 2015 and at 12:30am there were only 7 units remaining. Reportedly, the patient remained on the insulin pump and remained hospitalized and treated with glucose tablets/glucose gel, IV fluids and IV glucose. The reporter stated that the treatment was able to get the patient¿s bg back up and remained 5 hours after the low incident. During troubleshooting with customer technical support (cts), it was revealed that the patient primed while attached causing an unknown amount of insulin to be inadvertently infused. Also during troubleshooting, there were no large prime amounts, no large boluses or different basals from the patient¿s settings programmed in the pump and it was reported that the patient¿s insulin sensitivity factor was 1unit:61 mg/dl. Reportedly, the time and date were incorrect in the pump and the bolus and basal amounts were not recorded. This complaint is being reported because the patient allegedly experienced hypoglycemia as a result of use error while on the insulin pump.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the original complaint could not be duplicated or confirmed. There was no large prime amount observed and no evidence related to the complaint in the pump history; no associated alarm observed. A rewind, load and prime sequence was performed successfully with no errors or alarms. The pump clearly displayed the message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body. Then select continue" on the prime screen. There was no hypersensitivity to the buttons on the keypad noted and the daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(4).